Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for parkinsons dual and movement disorder. The consumer reported that the patient experienced a loss of stimulation. The consumer reported that they are concerned the patient's ins had turned off on (B)(6) 2017. The consumer reported that they were concerned because a healthcare provider (hcp) at the patient's assisted living "saw quivering in the mouth which [the patient] has never had." The consumer reported that the hcp thought they turned on the patient's ins again and the patient reported they felt better, but yesterday the quivering in the mouth started again. The consumer reported that the patient has been deteriorating, and that they have become rigid and not able to stand or sit going to the bathroom for the past few months, since about (B)(6) 2016. The consumer reported that these symptoms happened very rapidly and the patient lost 40 pounds. The consumer reported checking the ins and it showing a "low flashing off and on", and that the implant battery was low. The consumer reported trying to recharge the ins and they only saw 2 coupling boxes, and did not see a lightning bolt in the ins icon. The consumer reported that the stimulation is off. The caller then reported getting 8 coupling boxes. A manufacturer representative advised the consumer to charge the implant for a few hours. The consumer called the manufacturer later in the day and reported achieving 100% charge. The consumer reported being able to successfully turn the stimulation back on. The consumer also reported that the patient had been put on seroquel, aricept and zoloft, but from that point on it hasn't been good. The consumer reported that they have since taken the patient off of seroquel, but the consumer thinks "the damage had been done." No further patient complications have been reported as a result of this event.